Event description:
Caller reported a malfunction on the pump, specifically malf 12, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.